Event description:
It was reported to philips that the device was unable to obtain quality ECG signals and the device failed the op check with an ECG cable error. There was no reported patient involvement/adverse patient impact.